Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that during maintenance getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp), unit had a out-of-box failure related to display kit. A getinge field service engineer replaced video kit and top lcd. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint pcb, video generator and pcba, upper display monitor. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed pcb, video generator into the cardiosave test fixture serial number: (B)(6) and tested the board to factory specifications per procedure number: 0002-07-d016 revision d and the cardiosave service manual revision q. When the cardiosave was booted up, after the software loaded the failure analysis and testing dept. Observed that there was no display. The board failed testing. The failure analysis and testing dept. Then tested pcba, upper display monitor edm by itself. The board passed testing. The defective board was the pcb, video generator . Retaining the boards in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Al. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had an out of box failure, the display kit failed. There was no patient involvement.

Manufacturer narrative:
The fat dept. Received video gen. Board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found component j3 was damaged. The supplier replaced component j3, and thermal pad then retested fct and ict tests passed. See attached document for investigation received from the supplier. Please see attached investigation document received from supplier. The failure analysis and testing dept. Installed video gen. Board, into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The fat dept received from the supplier. The supplier evaluation states the following: perform visual check. Result: no abnormalities found. Board was re-tested at fct. Result: failed step 4.2.0 verify the output voltage +3.3v regulator (u7) (min input). Perform troubleshooting. Result: no abnormality. Board was re-tested at fct. Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during the repair of a display issue found during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had an out of box failure of the replacement display kit failed. When the replacement kit was installed, the display would not boot up. There was no patient involvement.